Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited distal end was severely burnt. There was no patient involvement.